Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, a missing label was noted during use for four tubes. No health impact or consequence reported. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing label as all samples met specifications. 100 retained samples were taken and visually inspected, and no missing labels were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, a missing label was noted during use for four tubes. No health impact or consequence reported.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes a labeling defect was noted during use for four tubes. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.